Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm pericardial aortic valve underwent an aortic valve replacement procedure after an implant duration of five (5) years and 11 months due to calcification leading to aortic stenosis. The explanted valve was replaced with a 23mm edwards pericardial aortic valve. No other details were provided.

Event description:
Per the medical records, the patient had left atrial appendage ablation, which was dissected away from the heart. The patient had a pericardial patch placed at the main pulmonary artery as this was extraordinarily friable. Then, a hockey stick aortotomy was performed and the aortic valve was heavily calcified. The valve was removed and the annulus was debrided. The annulus was sized to a 23mm valve. Pledgeted sutures were placed on the ventricular side and passed through the sewing ring of the 23mm 11500 aortic valve. The valve was lowered into position and sutures were tied. The patient easily weaned off from bypass. The patient was in heart block at this time, so he was av sequentially paced at 80 beats per minute. Some bleeding was observed from the superior patch as there was a tear in the pulmonary artery. There was some bleeding from the edge of the first patch, necessitating a second patch to be put in. The surgeon attempted to repair the tear, but the hole only got bigger and eventually the patient was put back on bypass. A third patch was placed. Good hemostasis was achieved and the patient was weaned off bypass successfully. Post procedure tee demonstrated no perivalvular leak. The patient required av pacing for wenckebach, which converted to 1st degree. A beta blocker was not started and ep was consulted. Ep felt there was no indication for ppm. Coumadin was started for the aortic valve and post operative a-fib. The patient developed a-fib with rate control and it was decided for him to start to beta blockers. The patient remained in rate controlled a-fib on low dose lopressor. The patient was discharged home on pod #9 in good condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.